Event description:
According to the patient, she had a several allergic reaction two (2) weeks post-implant of the cribriform device. Her symptoms included chest pain, hives, and was hospitalized. Patch test confirmed an allergy to cobalt. No additional information was received.

Manufacturer narrative:
The results of this investigation are inconclusive since no additional information or medical records were not provided to aga medical for review. Should additional information become available, aga medical will file a supplement report. Remains implanted